Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8044406. Our records show that this is the only instance of foreign matter being observed occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our evaluation of the device submitted by your facility determined that the most likely source for this material is related to the in-process sanitation procedure. Due to static build up in the manufacturing line, it is possible for debris to accumulate of different mechanical components and transfer to the product during normal handling. To combat this we have implemented numerous improvements to our sanitation process including reduce the time between checks for cleanliness, and the addition of new components to prevent contact contamination.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had foreign matter. No serious injury or medical intervention was reported.